Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer corrected his blood glucose level with boluses but he was having to urinate a lot. His blood glucose level was around 400 mg/dl. The customer treated his high blood glucose level with the insulin pump and shots. Customer's blood glucose level went up to 523 mg/dl. The device was not returned.